Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: the correct date of awareness of the reportable event is april 26, 2024; not july 16, 2024 as previously reported. Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).